Manufacturer narrative:
Review of the device history record for the lot involved confirmed all parts met manufacturing requirements prior to shipment. The device in question has not yet been returned to the manufacturer for investigation. If any additional relevant information is identified following completion of the investigation that impacts the information submitted in this initial report, the additional relevant information will be submitted in a follow-up report.

Event description:
The nrg transseptal needle was used for transseptal puncture in a patient with a very thick septum resulting from a previous procedure. The transseptal needle/sheath assembly was positioned at the target puncture site and radiofrequency (rf) energy was applied from the rf generator. Successful rf puncture was achieved following the third rf delivery attempt. When the physician proceeded to advance the rf needle and dilator, the tip of the rf needle buckled and bent causing the dilator to be punctured. The rf needle and dilator were slowly pulled back and removed from the patient. The procedure was completed with another device without any complications. The physician indicated that the patient's septum was extremely thick. As a result, additional force was required to advance the rf needle and dilator after the puncture. (B)(4) has decided to report this event due to the resulting 20 minute procedural delay that occurred.